Manufacturer narrative:
Cloud data was reviewed for the period of 18oct2025-25oct2025. Additionally, user-initiated log files were available in the cloud system and downloaded for investigation. Review of the cloud data showed that one urgent low glucose alert was generated around the reported date of occurrence. The patient history buffer (phb) data confirmed this alert was correctly sent after the user's blood glucose levels decreased below 55 mg/dl. Review of the user-initiated log files found the engineering log files to be overwritten due to continued use of the system. The audit logs confirmed that the urgent low glucose alert was eventually acknowledged by the user. No subsequent urgent low glucose alerts were generated by the system, and no instances of missing urgent low glucose alerts were found through review of the estimated glucose values populated in the phb data and alerts recorded in the cloud data. Additionally, review of cloud data found that several high glucose alerts were generated around the reported date of occurrence. The investigation confirmed that when the user's blood glucose values were at or above their programmed high glucose sensor setting of 240 mg/dl, the controller sent a high glucose alert. While the investigation confirmed the controller appropriately created and sent the urgent low glucose and high glucose alerts, it could not be conclusively determined whether this alert gave an audible warning to the user.

Event description:
It was reported that an ambulance was called for the patient due to hypoglycemia on (B)(6) 2025. The controller reportedly did not alarm, and the patient's blood glucose (bg) levels rose to 18 mmol/l (324 mg/dl). The controller switched to manual mode and the patient continued to receive insulin delivery. Later in the evening, the patient's bg levels declined to 2.8 mmol/l (50.4 mg/dl) while wearing the pod between 49 and 71 hours. It was reported that the patient "seemed to have passed out while sleeping." An ambulance was called, and the patient was treated with glucose (unspecified route) and was provided a sweet cup of tea and jam was rubbed on his gums. The patient was stabilized at home. A replacement controller was sent to the patient.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia.lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.